Event description:
Percutaneous dilational tracheostomy was performed eight days following multiple blunt trauma. During the procedure, the pt developed hypoxemia, presumed left pneumothorax, and loss of airway which required reintubation. The tracheostomy tube was subsequently placed, but the pt had become bradycardic and progressed to cardiac arrest. Attempts at resuscitation were unsuccessful. Pt demise was determined one hour post procedure.

Manufacturer narrative:
F10. Device code 2203 (other): no device failure. F.11 - follow-up with risk management at the hospital reveals that a medwatch report was not submitted by the user facility. The reported ref. As submitted on 5/30/97 is the report submitted by co. The device MFR.